Event description:
During the avrt procedure, the catheter was noted to be fractured after insertion in the patient. When the catheter was advanced to the right atrium, the deflection became less responsive. The catheter tip was noted to be at an unexpected angle under fluoroscopy. When the catheter was removed from the patient, a fracture was noted on the tip. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.